Manufacturer narrative:
(B)(4). The analysis results found that one ec60a device was returned with the anvil bent upwards and without a reload present. The damage to the anvil is consistent with the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete; however, the most distal staples were not completely formed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic davinci assisted gastrectomy procedure, the jaw on device was easily bent. It is unknown if the device was fired. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.